Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 9:00 am, the patient obtained the blood glucose reading of 224 mg/dl on the reported meter, and a reading of 90 mg/dl on a second meter. The patient noted she took 30 units novolog insulin and 15 units lantus insulin. "A few" hours afterwards, the patient experienced the symptoms of shaking, sweating and hunger. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct. The cca also determined the patient's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips, which can cause inaccurate readings. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The female connector of the transfer set got a crack. There was no patient injury or medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: 053529.